Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button functions intermittently when pressed. Customer stated that they are still able to access pump features. Customer reported a blood glucose level of 204 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.